Manufacturer narrative:
Device evaluation: the cartridge tip was observed with a crack defect. The cartridge condition can be observed with unaided eye. Visual inspection at 10x microscope magnification was performed. Viscoelastic residues were detected inside the cartridge tube/tip and loading zone indicating the device was handled and prepared for surgical use. Based on the evidence observed, the condition of the complaint unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece tool during surgical process. The rod tip protrudes through the cartridge tip creating a cracked cartridge (shaped hole). Manufacturing records review: the manufacturing record evaluation and complaint history review for the reported event could not be performed because the lot number is unknown, was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date n/a (not applicable) cartridge is not an implanted device. If explanted, give date: n/a (not applicable) cartridge is not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A customer initially reported that the intraocular lens poked through the cartridge while being inserted into the eye. During follow-up with the customer, it was found that the intraocular lens was placed in the cartridge, and when the doctor went to insert the lens, he noticed there was something wrong and did not use it. The location contact noticed a crack in the cartridge tip. She also noticed the cartridge tip was a little bent. She believes the injector may have moved in a way that made it poke through the cartridge. The dr. Used another lens and cartridge. The lens was never injected into the eye; however, the tip of the cartridge was on the eye. No additional information was provided to abbott medical optics.